Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No delivery/occlusion alarm, no audio/vibrate anomaly and no failed battery test alert noted. Device received with stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they get a no delivery alarm and the vibrate was barely noticeable and the alarms are faint and hard to hear. The customer's blood glucose level was unknown. The customer also reported that the insulin pump was unresponsive to new batteries and battery cap was not working. The customer declined troubleshooting. The device will not be returned for analysis.